Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. Evaluation results findings (components/results). 1 device: speaker/sounder / electrical/electronic component problem identified. 1 device is pending evaluation. Evaluation results findings (components/results). 1 device: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1- march 31, 2026. This report summarizes 2 malfunction events(s), where it was reported the devices, experienced clinician not alerted/aware of possible patient fall condition. There was 1 event with patient involvement; the patient experienced a fall. No adverse consequence or clinically relevant delay in treatment was reported.